Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Received report of infection following mesh implant for umbilical hernia.

Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality, sterilization and performance requirement. Clinical evaluation: during pregnancy, the umbilical cord passes through a small opening in the baby's abdominal muscles. The opening normally closes just after birth. If the muscles don't join together completely in the midline of the abdomen, this weakness in the abdominal wall may cause an umbilical hernia later in life. An umbilical hernia occurs when part of the intestine protrudes through the umbilical opening in the abdominal muscles. Umbilical hernias are common and typically harmless. They are most common in infants, but they can affect adults as well. In adults, too much abdominal pressure can cause an umbilical hernia. Possible causes in adults include obesity, pregnancies, fluid in the abdominal cavity (ascites), previous abdominal surgery and chronic peritoneal dialysis. Atrium c-qur v-patch mesh is indicated for use in hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a non-absorbable supportive material. Any surgery that causes a break in the skin can lead to a postoperative infection. Microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Any infection may cause redness, delayed healing, fever, pain, nausea, tenderness, warmth, or swelling. Other risks for infection include the patient that is compromised by obesity, age, weakened immune systems, smoking and diabetes. Most infections can be treated successfully with antibiotic medications. Sometimes additional surgery or procedures may be required. Blood cultures are used to detect the presence of bacteria or fungi in the blood, to identify the type present, and to guide treatment. Testing is used to identify a blood infection (septicemia) that can lead to sepsis, a serious and life-threatening complication. The blood does not normally have any bacteria or fungi in it. A nosocomial infection is contracted because of an infection or toxin that exists in a certain location, such as a hospital. People now use nosocomial infections interchangeably with the terms health-care associated infections (hais) and hospital-acquired infections. For a hai, the infection must not be present before someone has been under medical care. For a hai, the infection must occur up to 48 hours after hospital admission, up to 3 days after discharge, up to 30 days after an operation or in a healthcare facility when someone was admitted for reasons other than the infection the most common types of hais are urinary tract infections (utis), surgical site infections, gastroenteritis, meningitis and pneumonia. Bacteria, fungus, and viruses can cause hais. Bacteria alone cause about 90 percent of these cases. Many people have compromised immune systems during their hospital stay, so they're more likely to contract an infection. Some of the common bacteria that are responsible for hais are staphylococcus aureus (s. Aureus), escherichia coli (e. Coli) and pseudomonas aeruginosa (p. Aeruginosa). Bacteria, fungi, and viruses spread mainly through person-to-person contact. This includes unclean hands, and medical instruments such as catheters, respiratory machines, and other hospital tools. Hai cases also increase when there's excessive and improper use of antibiotics. This can lead to bacteria that are resistant to multiple antibiotics. Enterococci are bacteria that are normally present in the human intestines and in the female genital tract and are often found in the environment. These bacteria can sometimes cause infections. Vancomycin is an antibiotic that is used to treat some drug-resistant infections caused by enterococci. In some instances, enterococci have become resistant to this drug and thus are called vancomycin-resistant enterococci (vre). Most vre infections occur in hospitals. Pseudomonas is an infection caused by strains of bacteria found widely in the environment; the most common type causing infections in humans is called pseudomonas aeruginosa. It usually occurs in people in the hospital (a nosocomial infection). It is spread on the hands of healthcare workers or by equipment that gets contaminated and is not properly cleaned. Pseudomonas infections are generally treated with antibiotics. Unfortunately, in hospitalized patients, pseudomonas infections, like those caused by many other hospital bacteria, are becoming more difficult to treat because of increasing antibiotic resistance. Selecting the right antibiotic usually requires that a specimen from a patient be sent to a laboratory to test to see which antibiotics might still be effective for treating the infection. The instructions for use (IFU) state complications that may occur with the use of any surgical mesh include, but are not limited to pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The packaging should be inspected prior to use to ensure its integrity and the sterility of the product. The instructions for use (IFU) advise do not use if the package is damaged or opened and that handling of the mesh should be with clean sterile gloves and instruments. The IFU also precautions that handling of mesh should be with clean, sterile gloves and/or instruments.